Event description:
It was reported that this was a cardiomems procedure. During the procedure, the proximal portion of the wire loops of the cardiomems were getting stuck with the steelcore guide wire. A swan catheter was inserted to bump the cardiomems sensor off of the guide wire. The sensor then stuck to the swan catheter; however, it was again successfully bumped off and ultimately implanted. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI is unknown due to the part/lot number was not provided. The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. In this case, it was reported that the guide wire was used in the pulmonary artery. It should be noted that the instructions for use, hi-torque guide wires instructions for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, it is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported entrapment of device; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the part and lot numbers were not reported. The investigation determined the reported entrapment of the device and treatment appear to be related to use error. In this case, it was reported that a cardiomems became stuck when used with a steelcore guide wire. It should be noted that the instructions for use, hi-torque guide wires, insheet style ce/FDA states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The use error of advancing a sensor device (cardiomems) over the steelcore guide wire appears to have caused or contributed to the reported complaint. It is likely that guide wire was not compatible with the sensor device, contributing to the entrapment. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.